Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump delivered a 11.5 unit bolus without their input. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. The customer stated the pump was unable to suspend the delivery and they had to pull the infusion set off their body. The customer used a glucose tablet to treat the low. Troubleshooting was not completed. The insulin pump will not be returned for analysis.